Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a total absence of ultrasound power with the system and handpiece during a cataract extraction procedure. The staff switched the system off and on and changed the program but that did not resolve the issue and the handpiece was exchanged. Despite the step taken to resolve the issue ultrasound power was still low with the second handpiece. Completion of the case is unknown. Additional information has been requested and received. This is the first of two reports for this event.

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The company representative examined the system and the reported event was not replicated. The company service representative tested eight (8) phaco handpieces and the phaco handpieces functioned as intended. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).